Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿check te pad¿ messages) was confirmed due to the white pulse wire being pinched at the ECG ¿c&d¿ cable. The belt did not pass falloff testing. The root cause for the pinched wire was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing "check therapy electrode" messages.